Event description:
It was reported that pump battery did not charge and charging connection was not recognized despite remaining connected to power for extended period, and there was no power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, had no alternate charging cable available, was advised to rely on multiple daily injections if pump battery depleted, and technical support arranged shipment of replacement charging cable and wall adapter with follow-up planned. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.